Event description:
It was reported that the patient with the pacemaker device exhibited noise on this right atrial (ra) channel and intermittently undersensing of the p waves which lead to inappropriate pacing. The ra sensitivity was set to 0.75mv due to ra noise. Boston scientific representative stated that the ra lead configuration was set as unipolar/bipolar. Upon review, it was noted that there were nearly 36,000 atr episodes that appear to largely be stored due to myopotential oversensing. Boston scientific representative performed troubleshooting options by switching to bipolar, increased the sensitivity to 0.25mv and the p waves amplitude dropped to 0.3-0.7mv. Subsequently lead noise disappeared, pacing and sensing was appropriate, lead measurements were stable and no oversensing observed. This ra lead currently remains in service. No adverse patient effects were reported.